Event description:
The patient, who previously underwent an atrial fibrillation ablation one year earlier, returned with atrial flutter symptoms for a redo procedure. The physician performed a cavo tricuspid isthmus ablation using a non boston scientific catheter and non boston scientific sheath under carto guidance. Approximately 20 minutes of ablation were delivered to the cavo tricuspid isthmus and posterior right atrium. Post ablation testing induced atrial tachycardia, and additional mapping was performed in the right atrium. The arrhythmia did not terminate. The physician then proceeded with left atrial access. Multiple attempts were made to cross the interatrial septum with the non boston scientific sheath and non boston scientific catheter, during which resistance/difficulty was encountered. At this point, a versacross access solutions kit was opened, and only the pigtail wire was used to assist with transseptal access under ultrasound guidance. The patient had been heparinized. Despite the wire, the physician continued to experience difficulty advancing the non boston scientific sheath across the septum. Once access was achieved, a non boston scientific catheter was used to map the left atrium. The physician then elected to proceed with farapulse therapy. The pigtail wire was positioned in the left superior pulmonary vein, and the non boston scientific sheath was exchanged for a faradrive sheath, which again advanced with difficulty across the septum. During this phase of the procedure during transseptal access an ice survey revealed a pericardial effusion. The exact location of the perforation was unknown and not confirmed. A pericardial effusion tray was opened, and a pericardial tap was performed. Because the effusion did not resolve, the patient was hospitalized and transferred to a higher level care facility and admitted to the intensive care unit for monitoring and potential surgical intervention. The patient remained stable throughout the procedure. The total time from the start of ablation to the discovery of the complication was approximately 15 minutes into the left atrial portion of the case.